Event description:
It was reported that the tubing of a vented solution administration set separated from the drip chamber. This occurred during patient infusion. The reporter stated that this led to unknown solution leaking on the feet of the patient. However, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, a retained sample from the same lot was evaluated. Visual inspection and gravity flow testing were performed on the retained sample with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.